Event description:
Can't walk [abasia]; unable to bend the joint [joint range of motion decreased]; hot in the joint [joint warmth]; sweating [hyperhidrosis]; joint stiffness [joint stiffness]; swelling in the joint [joint swelling]; excruciating joint pain [arthralgia]; fever [pyrexia]; suspected infection in the joint [arthritis infective]. Case description: spontaneous report received on 02/23/2009 from a (B)(6) female patient, (B)(6). The patient's relevant medical history includes prior series of synvisc injections in 2007 with no adverse events. In (B)(6) 2008, the patient received a single injection (possible synvisc one, the patient was not sure) also without adverse effects. On (B)(6) 2009, the patient received synvisc one injection, administered intra-articularly at a dose of 6 ml once. Straight after the injection the patient was asked to bend the joint and she was unable to do so. The patient was sent home and she had been in pain ever since. On (B)(6) 2009, after synvisc injection, the patient was unable to walk and experienced excruciating joint pain, joint swelling, joint stiffness, joint warmth, fever and sweating. On (B)(6) 2009, the patient went to the emergency room at the hospital, and the physician suspected an infection in the joint and prescribed flucloxacillin. On (B)(6) 2009, the patient went to her general practitioner and he prescribed diclofenac and codeine phosphate for the pain. The patient also used ice packs as he felt the joint hot. The patient reported that she would contact again her physician. Investigation summary was received on 02/25/2009: the product lot number was not provided, therefore a batch record review is not possible. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.